Event description:
It was reported by the customer that the insulin pump had physical damage. Customer's blood glucose level at the time 47mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads. The device was received without the original belt clip. The test belt clip fits and locks properly and no damage in the belt clip slot noted.